Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the customer that the lead broke off in the patient. Lead broke off inside the patient on (B)(6) 2022. Please follow up with (B)(6) for batch number, sample availability and any additional information. On (B)(6) 2022, please provide the full name and address of the facility for where the issue occurred. (B)(6). Can you provide the lot#? No. Was there any patient impact? Was there any need for medical intervention? Were there any x rays taken? No impact, the catheter was able to be removed from the patient without issues. Staff was able to grab the small section outside the body and remove with hemostats. Was the product retrieved from the patient? Yes. Do you have any photos of the reported issue? No. Is the product available for evaluation? Yes.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that catheter is detached from catheter hub; therefore, the reported failure could be verified. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. A quality notification sent to the vendor for awareness of the defect. Manufacturing personnel have been notified of this incident and awareness training was provided. Complaints received for this device and defect will continue to be monitored for future occurrences.

Event description:
It was reported by the customer that the lead broke off in the patient. Verbatim: lead broke off inside the patient on 08/31/2022. Please follow up with theresa for batch number, sample availability and any additional information. ¿ please provide the full name and address of the facility for where the issue occurred. Mclaren oakland 50 n. Perry st., pontiac, mi 48342. ¿ can you provide the lot#? No. ¿ was there any patient impact? Was there any need for medical intervention? Were there any x rays taken? No impact, the catheter was able to be removed from the patient without issues. Staff was able to grab the small section outside the body and remove with hemostats. ¿ was the product retrieved from the patient? Yes. ¿ do you have any photos of the reported issue? No. ¿ is the product available for evaluation? Yes.